Event description:
On (B) (6) 2009, the sales representative reported that during a kit inspection, it was identified that the slider was broken at the weld and would not keep the screws in place for blade adjustment. On 29 may 2009, after evaluation of the returned part, it was identified that the screw stop to be completely pulled out of the weld and missing. Both blade lock screws are present within the instrument. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Review of the device history record indicates the part met specifications. Visual examination of the returned instrument found the screw stop to be completely pulled out of the weld. The broken piece was not returned for evaluation. Further investigation is pending.